Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -11.0/1.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's lefteye (os) on (B)(6) 2023. Lens rotation was observed. Lens was replaced on (B)(6) 2024 with a same length different dioper lens and problem was resolved. Reportedly, "the astigmatism axis of the first implant was rotated to 90° ccw, and the patient complained that the quality of vision was affected, so the surgeon re-implanted a lens placed at 87 ccw. So same length lens resolved lens rotation. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial with moisture and debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. (B)(4).